Manufacturer narrative:
Event date: unknown, used the first day of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was previously removed due to an infection. A tactra device was now implanted. There were no additional patient complications.

Manufacturer narrative:
B3 event date: unknown, used the first day of the aware month. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was previously removed due to an infection. A tactra device was now implanted. There were no additional patient complications.